Manufacturer narrative:
Additional information: patient was treated with thrombolytic medications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the rca. Approx, 4 months post index procedure, anteroseptal mi was reported. It was reported that the target vessel, the rca, was involved. The patient was treated with medication. The investigator assessed the event as possibly related to the device and antiplatelet medication. Sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication. The patient recovered.